Event description:
It was reported that during an implant attempt, the stylet could not advance inside the lead. Blood was also observed in the lumen of the lead. The lead was abandoned and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. There was blood on the proximal and distal conductors of the lead and it was not obstructed. The analyst commented, by design, left heart leads are manufactured with a septum in the tip that will sometimes allow blood ingress.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.